Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shock impedance measurements during the commanded shocking lead impedance test while the patient was in the office. It was noted that no out of range measurements were observed on the daily measurements. Boston scientific technical services (ts) was consulted and suggested sending a disk of the device's memory. Upon review of the device's memory, engineering noted no issues with the system. Further discussion with the field representative determined that the device had migrated into the patient's breast tissue, which may have contributed to the out of range impedance values. Ultimately it was determined that the way the commanded shock impedance algorithm is constructed was the probable cause of out of range impedance. No intervention was taken and no adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted and the entire system was removed from service due to a skin infection that lead to an erosion . No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.